Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the screw of the abutment fractured inside the implant, the fractured parts were removed with no damaged to the implant. The doctor confirmed that the patient did not suffer any impact on his health and that the procedure was concluded with other tools.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative. One certain® low profile one-piece abutments (ilpc444u) was returned for investigation. Visual evaluation of the as returned products identified that the abutment screws were fractured across the threads. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The devices were intended for an unknown tooth sites. Device history record (DHR) review for the lot (2019090244) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019090244) for similar events (complaint category keywords: fracture: screw) and 1 other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as the abutment screws were identified as broken.